Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was confirmed via the log file; however, the reported event of a bent pin on the white power cable connector was not confirmed. The submitted log file spanned approximately 3 days (24aug2020 to 27aug2020 per the timestamp). The rsoc voltage fluctuated on the power cables throughout the log file while the device was connected to a battery or a power module power source. Though the controller did not alarm, the rsoc voltage fluctuated about 11.9 ¿ 13.6v which is below the expected voltage of 14v for power module. Atypical low voltage alarms intermittently activated on (B)(6) 2020 at 16:10 and at 18:33 as well as on (B)(6) 2020 at 12:21 and at 16:04 due to fluctuating rsoc voltage on the power cables while the device was connected to a battery power source. The alarm resolved shortly after activation or connecting to a new power source. The alarm did not affect the controller ability to operate the pump at the set speed limit. No other notable alarm was observed. The hmii system controller, serial (B)(6), was not returned for analysis. Per provided information, exchanging the controller resolved the low voltage alarm which is believed to be caused by the bent pin on white power cable connector, and the exchanged controller was disposed. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on (B)(6) 2017. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including low voltage advisory and low voltage hazard. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cable connectors. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cable connectors for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describe the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources and how to connect the power cables. This section explains that when connecting to 14v battery clips, align the half circles inside system controller power cable connector with the power cable connector for the battery clips. Do not try to join misaligned connectors, which can damage them. Firmly push together the two connectors, and tighten the connector nut until secure. Hand tighten only¿do not use tools. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that one of the 5 connector pins in the white power cable was bent out of position causing improper power source connection.

Manufacturer narrative:
Section b5: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had several low voltage alarms while connected to battery. The alarms seemed to be related to the white power cable. Broken pins were found on the cable. A controller exchange was performed. It was reported that the exchange resolved the issue. No further information was provided.